Event description:
The customer reported the system displayed images that were of poor image quality. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced and the workstation calibration files were reloaded. The system was then found to be operating as intended.